Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in the USA during preventative maintenance. It was reported that a rotaflow displayed the error message ¿head error¿. No patient was involved. No harm to any person has been reported. Complaint ID : (B)(4).

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in the USA. The error message "head error" occurred during the preventative maintenance. No patient was involved. No harm to any person has been reported. A getinge service technician investigated the affected rotaflow console with s/n (B)(6) and the "head error" could be confirmed. During the investigation it was detected that the rfd (rotaflow drive) connector was not seated correctly in the console. The rfd connection was reseated which solved the problem. No parts has been replaced. The rotaflow console is working as intended and is back in use. The most possible root cause could be determined as a connection issue as the rotaflow drive was not connected correctly to the rotaflow console, which could lead to the reported failure (head error). Based on these investigation results the reported failure could be confirmed. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 4.1.3: switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise the rotaflow console may be damaged. According to the service manual heart-lung support system rotaflow system / en / 03 chapter 8.1 possible causes of error: no rotaflow drive connected the customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.